Manufacturer narrative:
(B)(4) - undefined medical treatment - (B)(4): conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an excision of a melanoma on the chest in (B)(6)2010. The first three months after the surgery, the pt experienced extensive scarring, edema, sutures sticking out and the wound reopening. No drainage was noted. The pt was treated for infection at that time. Currently, the pt is not experiencing any of the above except a small amount of edema at the scar.